Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care provider via a representative regarding a patient who was receiving hydromorphone 5 mg/ml at a dose of 0.7308 mg/day via an implantable pump. The lot number, concomitant medications, and medical history were not obtainable. It was reported during normal use the patient experienced underdose symptoms of increased pain, sweating, and trembling. A pump refill was performed which revealed the pump was empty. There was no reservoir volume in the pump however 8ml was expected. There was inquiry if the drug "drain away" or if the septum was leaky. A refill test then occurred on (B)(6) 2015 in which the pump was refilled with 20 ml. The pump volume was checked two days later on (B)(6) 2015 and the drug volume in the pump was only 11 ml and 19.7 ml was expected. The patient did not show any symptoms of overdose after the refill of the pump on (B)(6) 2015 nor at the previous refills. Besides the refill test on (B)(6) 2015, no other troubleshooting was performed. The company's refill kit was used every time for the refills. The pump was explanted on approximately (B)(6) 2015. Another product was to be implanted in the future. At the time of the report the issue was reported as unresolved and the patient's status was reported as alive-no injury. Additional information was requested to clarify details of the refill. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
All previously reported device codes will be updated/corrected to the following for this event: (B)(4).

Event description:
On (B)(6) 2016 additional information was received from the representative who reported that at the refill on (B)(6) 2015 there was no difficulty accessing or locating the pump reservoir. There was no question or concern by the health care provider regarding the placement of the needle in reservoir. The physician was a very experienced synchromed- refiller and implanter. The refill on (B)(6) 2015 was done for troubleshooting reason. The physician aspirated the drug during the refill process and ensured he refilled the reservoir. There were no concerns regarding the patient's previous refills. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
On 12-01-2015 the representative further clarified the information of the hcp. The catheter implanted at the time of the event was an 8731. The patient had initially visited the physician due to the return of pain which was when the physician discovered the pump was empty. The pump was refilled with the patient showing no signs of overdose and the pump had 11 ml left after two days. The patient was well taking oral medication. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8731, serial# unknown, product type: catheter. The pump was returned and as received, the pump reservoir was empty and left running in simple continuous infusion mode. The pump logs gathered with no anomaly noted. The pump passed dispense testing. Septum testing revealed no leaking. The pump log and infusion history were gathered. The pump log indicated the pump was in the implant state for 926 days. This would put implant of this pump in (B)(6) 2013. The infusion history of the pump goes back to september 2013 and indicated a simple continuous infusion rate throughout pump life. Based on the last rate this pump would run dry every 137 days which was equivalent to eight refills. Only the health care provider would be able to confirm thee refill schedule. Laboratory analysis could not rule out a potential pocket fill or unauthorized septum access. Lastly, analysis concluded that the observed pump¿s exterior expanded shield did not affect post-explant pump performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.